Manufacturer narrative:
A review of the instrument files received from the customer indicates that the k+ sensor was performing normally at time of analysis of the escalated sample. No calibration errors were observed on this sensor for the duration of cartridge use-life, no interferents were detected, and the calibration trace log appeared typical.the raw k+ sensor response curve for the escalated sample on the instrument appears atypical. This atypical response was not observed on the repeat sample. This indicates the discrepancy may be due to sample quality.

Manufacturer narrative:
Siemens has requested further information from the customer. The customer has provided instrument log files, so far. Investigation is underway. The cause of this event is unknown.

Event description:
The customer received discrepant high potassium results on siemens rp500 device as compared to results on another siemens rp500 device. There is no report of injury due to this event.